Manufacturer narrative:
One device was returned for repair with complaint of system failure, audible alarm passcode needed. No previous service history. Verified issue with device power on and reviewing alarm history. Also found "travel reverse error" in alarm history. After clearing the initial complaint alarm, could not get the device to reproduce the alarm with subsequent power cycles. Found crack in top case. Replaced top case as well as clutch and leadscrew due to travel reverse error. Device passed all functional testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "system failure, audible alarm passcode needed." There was unknown patient involvement.